Event description:
The customer reported the clinical information center (cic) unexpectedly stopped monitoring patients. Nurses were available to monitor the patients from their room, but monitoring through the cic was interrupted for 12 patients for an hour and a half. Alternate monitoring was not available. There was no reported patient injury associated with this event. A follow-up report will be submitted when the investigation is complete.